Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had leak. Customer stated that the leak was at snap cap, septum or o-rings. Customer stated that the leak past 2nd o-ring. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.